Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per customer, fell apart.

Event description:
Per customer, fell apart.